Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as redness and itchiness, garment is uncomfortable and painful to wear as its causing very large indents of both wires and sensors. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed benadryl for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.